Event description:
It was reported that the right ventricular (rv) lead had noise. The rv lead was explanted. It was also reported that the right atrial (ra) lead was chronically dislodged and had high thresholds. The ra lead was explanted. The physician was concern over formation of thrombus, therefore, a replacement system was not implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.